Manufacturer narrative:
According to the available information the titan touch was implanted and revised on (B)(6) 2021 to reposition the pump. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of repositioning, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information no new implant. Original ipp on (B)(6) 2021. Pump was repositioned with sa washout. New assembly kit was opened for connector. And rubber shods. No other adverse patient effects were reported.